Manufacturer narrative:
This is the second complaint for the finish goods lot; however, the first for this issue. The order was built and released per specification. The returned sample was visually and functionally tested and passed testing. The root cause of the customer's complaint could not be established; the returned sample met specifications. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as the sample met specifications. (B)(4).

Manufacturer narrative:
A product sample was received and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the product occluded and aspiration failure occurred during ultrasound. The procedure was completed after replacing the product with another one. There was no patient harm. Additional information and product sample have been requested.